Manufacturer narrative:
Field service was on site to evaluate the stellaris system, the skins were removed and inspected machine for any shorts or loose connections. Connections and wires were inspected for connectivity. The field service technician could not get machine to shut-down. He found the power cable free hanging out of retaining strap, and the retaining strap missing a screw. Replaced screw and strap. Customer was suspect of the power cable so the power cable was replaced while onsite. Performed full functional test per sp-st-0002.

Event description:
The user facility reported the stellaris system intermittently shuts down and comes back on during procedure. ((B)(4))